Event description:
It was reported that the hemostasis valve was found leaking blood back up into the sheath. Additional information received on 07/09/2009 indicates that the catheter used by the customer with the ca-09801-sb was an edwards swan ganz. The catheter was in place a few hours before the nurse noticed the blood backing into the sheath. A sample will not be returned because it was discarded by the hospital.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.